Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient presented in ER after receiving inappropriate therapies due to oversensing p waves. Lead dislodgement was observed on both leads. The device setting was changed to fixed sensitivity. The patient will be monitored.